Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye (od) due to patient experiencing persistent halos and glare around points of light. Account indicated that symptoms onset was a week post surgery. A competitor lens was implanted as the replacement iol. There was no patient injury reported and no additional medical/surgical intervention was performed. No further information was provided.

Manufacturer narrative:
Date of event: exact date is unknown; however, the best estimate is one (01) week post (B)(6) 2021, the implant date. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: after further review, it was learnt that the correct alert date is 05/13/2022 not 5/17/2022 which was initially reported to FDA under report number 3012236936-2022-01342. This report is submitted to correct the awareness date information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.